Event description:
Consumer complaint of low blood glucose results. Result in meter memory on (B)(6) 2013 at 7:31am was "lo", at 7:33am, result was 79mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. Internal report # (B)(4).